Event description:
Revision surgery was reported for the exchange of an omnifit series 1 acetabular insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.